Manufacturer narrative:
The device was not returned for analysis; therefore, the production history and sterilization records were reviewed. The records showed that this device was manufactured, sterilized and released according to applicable standard operating procedures.

Event description:
After 5 years of implantation, this pacemaker was explanted for an infection. Note: ela medical was not aware of this case until 8/2006.